Event description:
Our hospital received new kurin blood culture collection kits for a trial in our emergency department. This new product was packaged in the packaging for the older product, but the packaging contains the new upgraded product. There is a pink sticker stuck over the old ref# that has a new ref# on it reflecting the new product. So, we received a new product in old packaging. If this pink sticker were to fall off, the product inside of the packaging would no longer match the product listed on the packaging.